Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify missing segment or partial display due to full segment display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was showing all the icons and a black rectangle. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.